Manufacturer narrative:
Medwatch sent to FDA on 03/01/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that "within a week" of injection with one syringe of juvederm voluma xc, they started experiencing "a bad infection on the whole face," "right eye is swollen," "a puffy pocket under the right eye," "lumps," tenderness, and "optic nerve is enlarged and appear to have had trauma." The patient was treated by "dissolving the product, steroids, and antibiotics." Symptoms "are better," but still ongoing. Healthcare professional provided clarification of the event, reporting: patient was injected with one syringe of juvederm voluma xc to zygomatic arch and anteromedial cheek (1/2 syringe to each cheek) in 4 injection spots, and concomitantly with botox to forehead. Approximately two months later, patient returned to the office for retreatment of botox to glabella, forehead and crow's feet, and the patient stated they do not notice any difference after their voluma injections. Approximately one month later, the "patient presents with approximately 0.5 cm tender soft nodule to right cheek and moderate malar edema. No appearance of induration, erythema or warmth." Patient "reports tenderness has been present since last voluma injection in (B)(6), however this was never reported." Patient also "reports swelling under their right eye started after botox injection in (B)(6), again this was not reported." "Discussed possibility of lymphatic drainage compromise due to filler placement, hypersensitivity, inflammatory nodule or infection without presentation." Patient was injected with hylenex to the affected area, with immediate mild resolve. Healthcare professional also recommend a medrol dosepak, but the patient declined. Approximately two weeks later, patient phoned in and reports "area under eye that was injected with hylenex has improved, however the area on their right cheek remains swollen and tender." Healthcare professional again recommended "medrol dosepak to decrease inflammation, removal of product with hylenex to assist with potential inflammatory nodule/hypersensitivity." Patient did not wish to pursue this treatment path, but agreed to taking prednisone. Four days later, patient "reports swelling under their right eye has worsened, reports starting medrol dosepak." Patient advised to continue prednisone treatment. The following day, patient was seen by the healthcare professional, and "presents with significant edema around periorbital area." Healthcare professional also noted "mild nodularity noted along zygomatic arch," which has improved since last visit per patient. There were no signs/symptoms of infection present, no induration, no erythema, warmth. Patient was treated with additional hylenex. Patient also reports having seen an eye doctor approximately three months prior, and "reports vascular inflammation secondary to a car accident" which occurred prior to the injection. Healthcare professional stated this may be an amplifying factor in edema. Patient instructed to finish medrol dosepak. One week later, the patient called the office complaining of continued swelling. Patient was seen for evaluation and "presents with significant periorbital swelling, no apparent nodules just diffuse edema. No erythema, no induration, no warmth." Patient reports signs/symptoms had improved over the weekend, but then "felt the swelling beginning to return." Healthcare professional discussed the importance of antibiotic and antihistamine even without obvious signs of infection. Patient also reports they feel "some pressure in their eye similar to when they went to the eye doctor." Patient stated they began to experience "eye pressure and change in vision" approximately two weeks prior to injection. Healthcare professional noted possible "vascular compromise secondary to initial voluma injection rather than car accident." Patient was treated with additional hylenex and referred to a plastic surgeon, who suspected biofilm. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness, infection, "lymphatic drainage compromise," hypersensitivity, inflammatory nodule, inflammation, "eye pressure and change in vision" and vascular compromise are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that "within a week" of injection with one syringe of juvéderm voluma® xc, they started experiencing "a bad infection on the whole face," "right eye is swollen,""a puffy pocket under the right eye," "lumps," tenderness, and "optic nerve is enlarged and appear to have had trauma." The patient was treated by "dissolving the product, steroids, and antibiotics." Symptoms "are better," but still ongoing. Healthcare professional provided clarification of the event, reporting: patient was injected with one syringe of juvéderm voluma® xc to zygomatic arch and anteromedial cheek (1/2 syringe to each cheek) in 4 injection spots, and concomitantly with botox® to forehead. Approximately two months later, patient returned to the office for retreatment of botox® to glabella, forehead and crow's feet, and the patient stated they do not notice any difference after their voluma® injections. Approximately one month later, the "patient presents with approximately 0.5 cm tender soft nodule to right cheek and moderate malar edema. No appearance of induration, erythema or warmth." Patient "reports tenderness has been present since last voluma® injection in (B)(6), however, this was never reported." Patient also "reports swelling under their right eye started after botox® injection in (B)(6), again this was not reported." "Discussed possibility of lymphatic drainage compromise due to filler placement, hypersensitivity, inflammatory nodule or infection without presentation." Patient was injected with hylenex to the affected area, with immediate mild resolve. Healthcare professional also recommend a medrol dosepak, but the patient declined. Approximately two weeks later, patient phoned in and reports "area under eye that was injected with hylenex has improved, however the area on their right cheek remains swollen and tender." Healthcare professional again recommended "medrol dosepak to decrease inflammation, removal of product with hylenex to assist with potential inflammatory nodule/hypersensitivity." Patient did not wish to pursue this treatment path, but agreed to taking prednisone. Four days later, patient "reports swelling under their right eye has worsened, reports starting medrol dosepak." Patient advised to continue prednisone treatment. The following day, patient was seen by the healthcare professional, and "presents with significant edema around periorbital area." Healthcare professional also noted "mild nodularity noted along zygomatic arch," which has improved since last visit per patient. There were no signs/symptoms of infection present, no induration, no erythema, warmth. Patient was treated with additional hylenex. Patient also reports having seen an eye doctor approximately three months prior, and "reports vascular inflammation secondary to a car accident" which occurred prior to the injection. Healthcare professional stated this may be an amplifying factor in edema. Patient instructed to finish medrol dosepak. One week later, the patient called the office complaining of continued swelling. Patient was seen for evaluation and "presents with significant periorbital swelling, no apparent nodules just diffuse edema. No erythema, no induration, no warmth." Patient reports signs/symptoms had improved over the weekend, but then "felt the swelling beginning to return." Healthcare professional discussed the importance of antibiotic and antihistamine even without obvious signs of infection. Patient also reports they feel "some pressure in their eye similar to when they went to the eye doctor." Patient stated they began to experience "eye pressure and change in vision" approximately two weeks prior to injection. Healthcare professional noted possible "vascular compromise secondary to initial voluma® injection rather than car accident." Patient was treated with additional hylenex and referred to a plastic surgeon, who suspected biofilm. Symptoms are ongoing.